Event description:
The customer reported a false repeat reactive alinity s hiv ag/ab combo result on a patient. Results provided: (B)(6) 2021 sid (B)(6) = 1.46 / 0.46 / 0.42 s/co, retested on (B)(6) 2021 = 1.13 / 1.11 / 0.15 / 0.19 s/co. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to alinity s, list 6p16 (irving, tx as manufacturing site) and submitted under manufacturer report number 1628664-2022-00004-00. All further information will be documented under MDR number 1628664-2022-00004-00. Section g1 updated contact information.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60.

Event description:
The customer reported a (B)(6) alinity s hiv ag/ab combo result on a patient. Results provided: on (B)(6) 2021, sid (B)(6) = (B)(6) s/co, retested on (B)(6) 2021 = (B)(6) s/co, bio-rad elisa is (B)(6). No impact to patient management was reported.